Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that erbe generator encountered error c-34 during the procedure. Customer contacted isi clinical sales representative (csr) for troubleshooting. Customer power cycle system and replace cautery cord, but issue persisted. Customer used 3rd- party esu generator to continue procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure occurred at10:00am on 07-may-2025. Ports were not placed prior to the issue being identified. The system functionality was not checked upon powering on the system. The system had no errors when it was initially powered on. The customer exchanged the generator during the case. Some patient demographic information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. The unit was placed onto golden system and was run in normal mode and c-34 error occurred on startup and mono coagulation activation. During visual inspection, fa found the bezel had a crack left corner. Fa concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.